Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered death on (B)(6) 2016. During the procedure, after an unsuccessful attempt at placing an intra-aortic balloon pump, the patient expired. Patient's anatomy presented difficulties with placement. The patient had a medical history of ventricular tachycardia storm, implantable cardioverter defibrillator, and other health conditions. The physician assessed the cause of death was procedure-related and not device-related.